Event description:
Per report received from the united kingdom, it was a case of an implant of a 23mm sapien 3 ultra resilia valve, in aortic position by transfemoral approach. During valve deployment, the balloon of the commander delivery system had burst. However, the valve was successfully fully deployed. Subsequently, difficulties were encountered during withdrawal of the delivery system through the esheath tip. This led to a small dissection of the abdominal aorta, associated with manipulation of the snares and removal of the system. The device was ultimately removed as a single unit, and the vascular team promptly repaired the access site. The patient remained stable throughout the procedure and recovered well. It was believed that the perceived root cause of the event was stj calcifications.

Manufacturer narrative:
Investigation is ongoing.